Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that fluid/humidity invaded the subject device, causing damage to the image sensor unit. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "IFU ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex 3d deflectable videoscope exhibited scope communication error (b30). There were no reports of patient involvement.